Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18854086, UDI: (B)(4).